Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including complete calibration testings, bench handling, power cycling, and functional stress testing without duplicating the report. An internal inspection found no discrepancies. The accessories were not returned as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure - 1001", "compressor failure - 2001", and "compressor failure - 3001" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.